Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of non-physiologic noise. The rv lead had triggered a lead integrity alert (lia) for high rate non-sustained and sensing integrity counter (sic) episodes with sudden increase to out of range undefined impedance. The lead had a confirmed fracture. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.